Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose down to 39 mg/dl with a soaking sweat, the patient reported being unsure if she had passed out at any point. The patient reported that earlier, blood glucose levels were elevated to 400 mg/dl with sweating, dry mouth, and dehydration which the patient attributed to food ate the night before. The patient reportedly treated the blood glucose with an injection. The patient reported that the next blood glucose reading was 39 mg/dl with sweating. During the call with animas the patient was noted to be incoherent, the patient reported a current blood glucose of 61 mg/dl at the time of the call. The pump was unable to be reviewed at the time of the call because of the patient¿s incoherent condition. The patient indicated that emergency medical services had arrived and the patient was treated and blood glucose levels increased to the 400 mg/dl range. The patient stated that the event may have been related to a need for settings adjustments as the patient reported normal needs for adjustment in spring and fall of each year. The patient stated that the pump settings were recently reviewed and were correctly programmed in the pump. The patient declined a review of the pump settings or history. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the use of the insulin pump could not be ruled out as a possible contributor to the patient¿s event.

Manufacturer narrative:
The pump has not been requested for return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: no data from the time of the reported event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours without any alarms or warnings occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.